Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the affected procedure. Hydromorphone and suggamadex, there required medication, were successfully removed from a different device. Customer added that the device was successfully rebooted after disconnecting the backup battery. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the affected procedure. Hydromorphone and suggamadex, there required medication, were successfully removed from a different device. Customer added that the device was successfully rebooted after disconnecting the backup battery. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's logs, identifying two error events. Event (B)(4) and event (B)(4) kernel - power which were caused by the device's internal battery no longer retaining a charge. The customer acknowledged the assessment and reported that the issue was resolved.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-aug-2021 to 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system shut down unexpectedly due to issues with the internal battery. The technical support specialist dialed into the system and found 2 errors, "event 6008" which occurred due to when a system shuts down unexpectedly. And the second error message was "event 41 - kernel- power" which occurred due to event 41 kernel power, which meant something happened unexpectedly that blocked windows from turning off properly. The technical support specialist explained that these issues were caused by internal battery no longer being able to permit a proper shutdown of the station in case of a power outage, or a generator test. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the affected procedure.hydromorphone and suggamadex, there required medication, were successfully removed from a different device. Customer added that the device was successfully rebooted after disconnecting the backup battery. Patient or user harm was not reported.